Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms noted related to the complaint in the pump alarm history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. Typical usage alarms and warnings were noted in the black box history. The force sensor calibration was found to be within specification. The "ezprime" operation was performed with no issues noted. The rewind, prime and load steps were successfully performed on the pump. The units remaining were correctly calculated and accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a time/date reset was noted after a battery change. The internal battery was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This complaint was unable to be adequately investigated due to overwritten data in the black box history.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has been having erratic blood glucose levels reportedly due to "body changes." The patient reportedly has been experiencing elevated blood glucose levels (500mg/dl range) and then they will go low (40mg/dl range) which are able to be treated by the patient with juice. The reporter is not implicating the pump and attributes the erratic blood glucose levels to growth spurts and body changes. The patient is reportedly working with their healthcare provider to adjust basal rates and pump settings. At the time of the call, the pump time was reportedly ahead by approximately 1 hour. The reporter indicated that the patient likely set the pump time incorrectly, and that this had happened once before. This report is being made based on the allegation that the patient has experienced erratic high and low blood glucose levels.